Event description:
It was reported that the device double beeped with no cassette and screen damage was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review is not applicable or relevant because the results of the complaint investigation did not indicate a problem with the manufacturer or repair of the device. The device was returned for analysis and has been evaluated. The customers reported problem regarding double beep no cassette attached was able to be duplicated. Simulated use testing was able to replicate the error without a disposable attached. The pump did alarm with a double beep upon power up without a disposable attached. The downstream occlusion sensor (dso) was replaced to address the issue. A visual inspection was performed, a scratched screen was observed. No actions were taken for the primary concern reported; however, the dso and lens were replaced to address the issue. The root cause of the reported event is unknown. Based on the investigation results, no corrective actions will be taken at this time. The manufacturer regularly analyzes product complaint data and trends, and will take further actions accordingly.